Event description:
Related manufacturer report number: 2017865-2022-17151 it was reported that noise, oversensing, and low defibrillation impedance was observed on the right ventricular (rv) lead and far field p-wave oversensing was observed on the device. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.